Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A review of the history logs confirmed the reported issue of high drain alarm. The cause of this issue was determined to be the tidal ultrafiltration (uf) removal was set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Additional information: product surveillance(ps) contacted the nurse to inform her of the results of evaluation of the homechoice device. The nurse checked the patients current prescription and stated that the tidal volume is now set to 95%. The nurse stated that the patient's largest prescribed fill volume should be set to 1500ml. The nurse confirmed this volume with the current prescription. The nurse stated that the patient is doing fine and continuing with therapy. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). At this time, the device was reported to be available for evaluation. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center with a high drain alarm on the homechoice (hc) device during use. The homepatient (hp) stated that it occurred at the end of therapy and she disconnected. The technical service representative (tsr) arranged for a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the high drain alarm. The rn stated that she was not aware of any alarms on the hc and the hp was currently in the clinic. The rn was also not made aware that the hp had her machine swapped out. The rn confirmed that the hp did not have any symptoms. The rn will discuss this issue with the doctor and review the hp's prescription and retrain the patient on the hc. Product surveillance referred the rn to the hc manual page 15-5 for further information on the high drain alarm. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.